Event description:
It was reported that the device was fractured. A guidezilla guide extension catheter was used in performing a percutaneous coronary intervention (pci). During procedure, it was noted that the guidezilla had too much friction against the guiding catheter and became fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that the device was fractured. A guidezilla guide extension catheter was used in performing a percutaneous coronary intervention (pci). During procedure, it was noted that the guidezilla had too much friction against the guiding catheter and became fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. The device was returned for evaluation. The shaft, collar and the tip of the device were microscopically examined. There was blood present inside the shaft. The distal shaft was detached/separated at the collar. The ptfe was pulled out of the collar and attached to the distal shaft. There were numerous kinks throughout the shaft. The guide catheter used in the procedure was not returned for analysis, so a 6f guide catheter was used for functional testing. The guidezilla was inserted through the hub of the guide catheter and advanced up to the separation; however, there was resistance advancing the guidezilla due to the kinks. Inspection of the remainder of the device presented no other damage or irregularities.